Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The field service engineer (fse) confirmed the reported broken oxygen tank strap issue. The fse provided the part number to a universal stand to the customer.

Event description:
The customer reported a broken oxygen tank strap. There was no patient involvement.